Event description:
Reporting status: malfunction. Reporting rationale: shaft separation has caused or contributed pt injury, previously. Device issue: shaft separation. It was reported that the 2.75 x 15 mm xience v stent delivery system (sds) was used to treat the circumflex which was extremely tortuous and had a tight calcified proximal lesion. The sds was pushed with force, in an attempt to cross the lesion; however, this was unsuccessful. After the unsuccessful attempt to cross the lesion, the sds distal shaft became twisted and separated into two pieces. The sds was removed with the guiding catheter as one complete unit and the procedure was completed with another company's device. Reportedly, there was no pt effect. No add'l event or pt info is available.

Manufacturer narrative:
(B)(4). Results: product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the sds was returned with blood on the balloon, on the hub, and in the guide wire lumen. There was contrast on the balloon and on the distal shaft. The stent implant was stationary on the balloon between the markers. There was no damage noted to the stent implant. The balloon was tightly folded. The hypotube and jacket were separated, 20.5 cm distal to the strain relief tubing. The fracture faces were ovaled as if kinked prior to the separation. The material at the separation was stretched and jagged. There were three kinks in the hypotube, 19.5 cm distal to the strain relief tubing, 1 cm and 12 cm distal to the separation. There were no kinks or damage noted to the tip and inner member. There was no other damage noted to the sds. The tip seal length was measured and met manufacturing criteria. The outer diameter of the stent implant was measured and met mfg criteria. Product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion.